Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that registration failed during the case. A few registration attempts were made but it still did not succeed. It was noted that there were no issues with recognition, however. The site decided to stop use of the navigation system and performed the procedure without navigation. There was no surgical delay, and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was resolved after it was explained how to register.